Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing. The patient reported feeling a shocking sensation, however this recently implantable pacemaker was not designed to provide tachy therapy. Technical services (ts) recommended consulting cardiology. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.